Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
Patient presented to hospital with hip pain. X-ray showed that cup had loosened & needed to be revised. Cup was a vitalock cup; stem was an abg ii. Original operative details unknown. Cup was revised for a depuy pinnacle cup, head revised for a l-fit v40 36+5 head. Stem was stable & didn¿t need revising. Patient was female & operative side was right.

Event description:
Patient presented to hospital with hip pain. X-ray showed that cup had loosened & needed to be revised. Cup was a vitalock cup; stem was an abg ii. Original operative details unknown. Cup was revised for a depuy pinnacle cup, head revised for a l-fit v40 36+5 head. Stem was stable & didn¿t need revising. Patient was female & operative side was right.

Manufacturer narrative:
Reported event:  an event regarding loosening involving unknown shell was reported. The event was confirmed based on medical review. Method & results:  device evaluation and results: visual inspection: the device was not returned however photographs were provided for review. The image shows significant amount of blood on the device and there is evidence of boney ingrowth. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: cup had loosened and needed to be revised ... Was a vitalock cup ... Revised for a depuy cup ..." Undated x-rays ap and lat right hip labelled "pre-op" demonstrating uncemented tha with stem nominal and acetabular component loose and migrated with radiolucencies in all 3 charnley zones. Implant label undated : 36/+5 v40 lfit femoral head no clinical or pmh, no patient demographics, no operative reports or date of primary surgery, no dated serial x-rays, no examination of explanted components. While the x-rays appear to confirm the event description, insufficient data is presented to create a medical report for this case. Device history review: could not be performed as lot code information was invalid. Complaint history review: could not be performed as lot code information was invalid. Conclusion:  it was reported that patient had hip pain and x-ray showed that cup had loosened & needed to be revised. The event was confirmed based on medical :a review of the provided medical records by a clinical consultant stated the following comment: cup had loosened and needed to be revised ... Was a vitalock cup ... Revised for a depuy cup ..."undated x-rays ap and lat right hip labelled "pre-op" demonstrating uncemented tha with stem nominal and acetabular component loose and migrated with radiolucencies in all 3 charnley zones. Implant label undated : 36/+5 v40 lfit femoral head no clinical or pmh, no patient demographics, no operative reports or date of primary surgery, no dated serial x-rays, no examination of explanted components. While the x-rays appear to confirm the event description, insufficient data is presented to create a medical report for this case exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.